Event description:
It was further reported that the target lesion was progressive, 99% stenosed, and moderately tortuous. The balloon ruptured upon the first inflation.

Event description:
It was further reported that the target lesion was progressive, 99% stenosed, and moderately tortuous. The balloon ruptured upon the first inflation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the returned device was an over-the-wire (otw) sterling balloon catheter. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon material. The tear was approximately 25mm long and located 35mm from the tip. Examination of the balloon material at the edge of the tear presented no deficiencies that could have contributed to the formation of the tear. Visual examination of the proximal hub and shaft presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The target lesion was located in a heavily calcified iliac artery. The physician advanced the 4.0mm x 60mm sterling balloon catheter to the lesion. The balloon was inflated to 11atms and ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.